Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient was experiencing worsening pain. The patient was prescribed pain medications. The patient underwent a revision procedure wherein the leads was pulled.